Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report that on (B)(6) 2015 the receiver displayed a hardware error. At the time of contact, no injury or medical intervention was reported.